Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the atrial port of the pulse generator. After using silicone oil, the lead was inserted and secured in the header. The device was implanted.

Manufacturer narrative:
.